Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. High capture thresholds were noted on the patient's right ventricular lead. The patient also experienced pain with right ventricular pacing. The lead was capped and replaced on (B)(6) 2019, and, at the same time, the physician changed the generator due to low battery. The patient was stable.